Event description:
It was reported that the controller had a f4 hardware failure. No case involved.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed the warranty seal is broken and the lid and bezel are damaged. A functional evaluation revealed the unit does not power on. The unit was opened and found the main board unscrewed and loose inside the unit. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.